Manufacturer narrative:
Product was not returned so the evaluation was unable to be performed. No retain sample evaluation is possible since no lot number was reported. The complaint is unconfirmed. The most probable root cause is that the event is unrelated to the use of the collagen device.

Manufacturer narrative:
It is unknown if the device involved will be returned to the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that a patient developed nephrotic syndrome three (3) months post dural reconstruction with xxx-durplus duragen plus, unknown. The doctor attributed this to collagen component of the duragen plus and the quality of the collagen used. Additional information has been requested.